Event description:
It was reported that during the refixation of the posterior cruciate ligament, the needle broke while firing with the knee scorpion. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The visual evaluation of the received knee scorpion ar-12990 with batch 87549c did not show any external damages (see evaluation picture 1). However, during functional testing it was observed that the cannulation is blocked. The needle could be completely inserted but it is not possible to fire the needle smoothly (see evaluation pictures 2 + 3). The reported failure is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.